Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or drive/motor anomaly noted. The unit had cracked reservoir tube lip.

Event description:
It was reported that the customer had air bubbles on the insulin pump. The customer's blood glucose level was 215 mg/dl. The customer stated that the piston sometimes goes fast and then slow. The customer requested a new insulin pump. The pt was advised to monitor in the future. No further info was reported.